Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon eval, liquid contamination was found on the battery board, which damaged several components. The root cause of the contamination was likely a result of liquid ingress in the charger. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.

Event description:
A (B)(6) year old male pt contacted zoll customer support to report that his battery charger was not working. It would not recognize batteries when they were inserted into the charger. The pt was sent a replacement battery charger.